Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the shunt sensor leaked. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 16, 2018. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The returned sample was visually inspected for any anomalies, dried buffer solution crystals were noted within the threads of the blue large bore adapter cap. The pouch bag was not returned; therefore, it was unable to be confirmed that buffer was within the polyfoil pouch, as reported. The returned sample was leak tested by connecting with a calibrated manometer and submerged into a water bath. A leak from the blue large bore adapter cap was noted at approximately 30 mmhg. The blue large bore adapter cap was loosened and retightened and the returned sample was again leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, no leaks were noted. A retention sample from same lot number was visually inspected and it confirmed to have no traces of buffer on the outside of the unit or inside the pouch. The retention sample was also leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. The complaint was not confirmed and a definitive root cause was not able to be determined. A possible root cause for the leakage during prime is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.